Event description:
A cracked and shattered touchscreen was reported, making it impossible for the customer to interact with the pump, as the screen was illegible. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump, which was out of warranty, was scheduled for replacement by technical support.